Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the assisting surgeon¿s experience with the device? Where in the green range was the indicator located prior to firing? Did the healthcare professional receive audible & tactile feedback to indicate the firing sequence was complete? How many counterclockwise revolutions were made to remove the device? Were any staples deployed? If so, what was their form? Were the donuts inspected once the device was removed to confirm a complete transection? If so, please describe the donuts. Was the washer inspected once the device was removed to confirm a complete transection? If so, please describe the washer. Was patient¿s post operative care altered in any way due to the alleged issue with the device? What is the current patient status?

Event description:
It was reported that during a colon resection procedure, after firing the circular stapler the assisting surgeon and the other surgeon had difficulty removing stapler. The surgeon does not know how many times the assisting surgeon rotated the knob. The anvil detached from the stapler and remained in the patient. The surgeon milked the anvil more proximal and created an otomy. He removed the anvil and closed the otomy.

Manufacturer narrative:
(B)(4). Batch # n56x0j. Additional information was requested and the following was obtained to clarify event: could you please clarify if the patient received a colostomy as a result of the alleged issue with the device? How was the anvil removed from the patient? Did the surgeon make a small incision to remove the anvil? The report I received from the circulating nurse says they did a colotomy to remove the anvil, which would be the incision you are referring to in order to remove the anvil. The patient did not receive a colostomy due to the issue to my knowledge. The analysis results found that the ecs29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.